Manufacturer narrative:
There was no device malfunction. The cycler was received for evaluation and successfully passed testing. Evaluation of the available log files was unremarkable with no product deficiency identified.

Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 05 jan 2026 from the nurse of a 69-year-old female patient, with a medical history including diabetes and end stage renal disease, who stated the patient experienced a cardiac event (nos) during a home hemodialysis treatment on (B)(6) 2026. Additional information was received on 20 jan 2026 from the home therapy nurse (htn) who stated the caregiver performed cardiopulmonary resuscitation (CPR) and called emergency medical services (ems). The patient was transported to the hospital and was pronounced deceased at an unspecified time on (B)(6) 2026.